Manufacturer narrative:
Follow-up #1: date of submission 05/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: black box shows evidence of eaw 128-fb80 and fe80 alarms on complaint date. Eaw 128-fb80 and fe80 alarms are defined as post delivery motor power supply faults. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. No evidence of contamination inside battery compartment. Current draws are within specifications. Removed pump case and disassembled pump. Evidence of moisture contamination inside pump on transceiver/cgm board. A "battery life" or a "eaw 128-fxxx alarm" issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.